Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose ranged from 99-100 mg/dl. No additional information was provided. A replacement transmitter was sent to the customer to resolve the issue.